Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the risk analysis and historical trend: cuspal tear was the most common failure mode (mechanism) which could lead to regurgitation. Calcification would be one of the common causes for these failure modes. However, without the failure mechanism and the return of the valve for analysis, a root cause of the regurgitation cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, five months and seven days after the implant of this transcatheter bioprosthetic pulmonary valve, the valve was replaced, valve in valve due to severe central regurgitation. The cause of the regurgitation was unknown. No additional adverse patient effects were reported.